Event description:
It was reported in 2007, a stenting procedure to treat intracranial atherosclerotic disease in the basilar trunk. Pre-procedure stenosis was 80%. Pre-dilation was performed with a balloon catheter, followed by implantation of the subject device (stent). Residual stenosis following stent placement was unk. "No complications listed during both pre-dilation and post-stent placement procedures." In 2006, the patient had right nasal epistaxis, which was packed by otolaryngology and resolved with residual effects the next day. On four days later, the patient had a new extension of a prior pontine stroke. Which was ongoing or unresolved as of the last visit.

Manufacturer narrative:
Patient code other: right nasal epistaxis. Device code other: the subject device (stent) was placed without a device issue. Add'l info was not received from the user facility after completing good faith efforts to obtain add'l info on dec 26, 2007. Therefore, the relationship of the subject device to the extension of the previous pontine stroke, although unclear, was not ruled out and is unk. Regarding the epistaxis, it is reasonable to assume that the cause was more likely related to anticoagulation/antiplatelet treatment rather than the subject device. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn, as there is no device failure. Because the device remains implanted, no evaluation will be performed.